Event description:
User reports the instrument leaked water onto the floor and into the walkway. User stated no water leaked into the electronic part of the instrument. No patient or operators were affected.

Manufacturer narrative:
The field service rep determined the buffer tank cover was cracked, and replaced the buffer tank cover. Controls were run to verify analyzer performance.